Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that before an unknown procedure the distal of the restore femoral aimer 6 mm offset was bent. The device was returned to mitek for evaluation. Mitek then conducted visual of the device received. Visual observation showed that the distal end of the device was bent. Also, the markings on the shaft have faded. From the appearance of the device, it can be determined that the device is worn. The handle distal from the shaft connection point revealed that the device had been heavily used as striations on the metal surface, it seems to lose the metal shape. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. This complaint can be confirmed. The possible root cause for the bent condition can be attributed when the device being dropped/ mishandled on hard surface causing the damage. For the damage in the metal surface can be related when the device being dropped or hitting other metal instruments or excess force being exerted while use, as well as rough use during a long time ago. As per IFU- 109284, the precautions for this type of device consist to inspect the condition of the device prior to use. This device can damage, worn or bent; therefore, when this occurs it need to replace. Also, the instrument life is generally determined by the wear or damaged from handling or surgical use. It is necessary to follow the instructions and warnings of any cleaning and disinfection agents and equipment used; also, the recommendation of the proper condition during the sterilization and maintenance to avoid any damage (please review the instructions and manual cleaning in the IFU); the device require special attention during cleaning. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitkek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that before an anterior cruciate ligament reconstruction procedure on (B)(6) 2021, it was observed that the distal of the restore femoral aimer 6 mm offset device was bent. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.